Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The delivery system and the stent were returned separately. The stent is severely deformed at one end and waved. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped centered in between the two radiopaque markers. The balloon is well folded and shows no signs of inflation, however, dried contrast medium residue was observed in the inflation lumen and in the balloon lumen, indicating the application of negative pressure prior to reaching the target lesion which is warned against in the IFU. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the preparations for the intervention. It should be noted that the IFU advises the user not to apply negative pressure to the stent system at any time prior to the placement of the stent across the target lesion.

Event description:
The orsiro mission drug eluting stent dislodged off the balloon when introducing it into the copilot. The second stent went in without issue. The patient was not harmed when this occurred as the incident was discovered by the physician immediately.

Manufacturer narrative:
Combination product: yes.